Manufacturer narrative:
It was reported that an equipment boom electrical rotational brakes disengaged when a cauterizer device was being used during a procedure. There was patient involvement due to the issue occurring during a procedure but there was no impact to the patient and caused no surgical delay. There were no reported injuries or adverse consequences. The equipment boom was manufactured before 22apr2020 and has the older style MFR board. A stryker field service technician (sfst) was dispatched to the account to perform an investigation. The sfst confirmed the failure with the customer but was unable to recreate the issue while on-site. The sfst observed that the equipment boom MFR assembly had the old-style revision of capacitive touch board and proceeded to install the newer style board behind the MFR switch. Although we couldn't confirm the root cause we suspect the issue is most likely due to the previous version of MFR capacitive board. The newer revision capacitive touch board was redesigned and released back in april 2020 to be less susceptible to emi from high frequency devices. This boom is confirmed to be within scope of field action pfa2497567 (res 87331). A stryker representative will be performing the pfa inspection and will install the current revision of MFR board and confirm that the boom is operational. If any further information is obtained around this event, a supplemental will be filed.

Event description:
It was reported the operating room 2 boom is articulating without user input while cautery is in use. There were no reported injuries or adverse consequences.